Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a polypectomy, the loop of the subject device could not be released because the handle of the subject device was locked. Therefore the doctor implemented the surgical operation on the same day and retrieved the subject device from the patient. No more information was provided.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The loop of the subject device broken off. The loop came off from the hook. The insertion portion was severed around the handle. The operation pipe was broken off. As the result of checking the manufacturing record of the same lot, there was no abnormal found. Based on the evaluation results and similar cases in the past, the user might be unable to release the loop since the hook of the subject device could not be pushed from the coil sheath due to breaking off the operation pipe. Also, omsc presumed that the operation pipe might be broken off due to the following occurrence mechanism. The coil sheath of the subject device was kinked around the handle for an unspecified reason. When the slider of the handle was pushed, the operation pipe was stuck around the area where the coil sheath was kinked. The operation pipe was kinked since the slider was further pushed while the operation pipe was stuck. The kinked operation pipe was broken off since the slider was repeatedly pushed and pulled. The instruction manual of the device has already described how to handle it if a loop can not be released.